Event description:
Pt's wife stated that he burned his lungs, hands and legs, he was hospitalized for 11-12 days with the first 4 days in ICU.

Manufacturer narrative:
"In 2007, the pt's wife reported that her husband was filling the portable unit (while in his wheelchair) and liquid oxygen escaped that resulted in burns. Since the pt was in a wheelchair at the time, he was unable to move away quickly. The pt was hospitalized for approx 12 days and discharged home. We recently learned that the pt expired on or about 2008; however, we have not been provided with any info pertaining to the cause of death." Caire inc., is in touch with the user facility to get the unit to be returned to caire inc for further investigation.